Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image and not working. No pump error was displayed on the screen of insulin pump before open book image. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version: 4.11e retainer ring : black customer returned pump for an alleged blank display, moisture damage, and critical pump error (open book image) found on (B)(6) 2022. No blank display nor critical pump error (open book image) during testing. The pump failed the displacement test due to a pump error 38 alarm during rewind, sleep current test due to high impedance, and self test due to a pump error 75 alarm, however passed the active current test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. These critical errors were found in the pump history file: pump error 4 alarm on 01/02/2022 at 15:41:01 and pump error 63 alarm (variable 21: rf chip error) on 01/02/2022 at 15:41:01. Rf chip error and was isolated to the electronic assembly as it is suspected to be a hardware issue. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor contact. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, cracked keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, and faded serial number label. Customer allegation of blank display was not confirmed. Rewind anomaly confirmed due to pump error 38 alarm caused by moisture damage on motor contact. Critical pump error (open book image) confirmed due to pump error 4 alarm and pump error 63 alarm. Pump error 63 alarm confirmed with rf chip error (variable 21) where pump error was isolated to the electronic assembly as it is suspected to be a hardware issue. Pump error 75 alarm confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, moisture damage, and critical pump error (open book image) found on 01/02/2022. No blank display nor critical pump error (open book image) during testing. The pump failed the displacement test due to a pump error 38 alarm during rewind, sleep current test due to high impedance, and self test due to a pump error 75 alarm, however passed the active current test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. These critical errors were found in the pump history file: pump error 4 alarm on 01/02/2022 at 15:41:01 and pump error 63 alarm (variable 15: two wire interface programming error) on 01/02/2022 at 15:41:01. Two wire interface programming error was isolated to the electronic assembly as it is suspected to be a hardware issue. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor contact. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, cracked keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, and faded serial number label. Customer allegation of blank display was not confirmed. Rewind anomaly confirmed due to pump error 38 alarm caused by moisture damage on motor contact. Critical pump error (open book image) confirmed due to pump error 4 alarm and pump error 63 alarm. Pump error 63 alarm confirmed with two wire interface programming error (variable 15) where pump error was isolated to the electronic assembly as it is suspected to be a hardware issue. Pump error 75 alarm confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.